Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products involved? Citation: european journal of obstetrics & gynecology and reproductive biology. 2018; 225: 90¿94. Doi: https://doi.org/10.1016/j.ejogrb.2018.03.060. Please see referenced article attached. (B)(4).

Event description:
It was reported in a journal article title: long-term outcomes of transvaginal mesh (tvm) in patients with pelvic organ prolapse: a 5-year follow-up. The objective of this study was to evaluate the overall outcomes and complication rates of the transvaginal mesh (tvm) placed for the management of pelvic organ prolapse (pop) at 5-years follow up. This is a retrospective cohort study in urogynecology section in a single center in argentina. A total of 76 patients (mean age: 63.3 years; mean bmi: 26.1) with prolapse stage ii or higher were included in the study. During the surgical procedure, the prosthesis used is a pre-cut non-absorbable prolift monofilament synthetic polypropylene mesh (ethicon). A vaginal tampon with gauze soaked in 2% nitrofurazone and a transurethral catheter were placed at the end of the surgery in all cases for the first 24 h after surgery. Reported complications included mesh exposure (n-12) in which half of the patients required resection under general anesthesia. The remaining were treated as outpatient with local estrogens or mesh recut at the clinic. In all cases, mesh exposure was resolved; hematoma (n-3) which required reoperation (n-2); de novo postoperative dyspareunia (n-2); gluteal pain (n-1); prolapse recurrence (n-15), in which 12 patients had failure of the treated compartment which required laparoscopic colposacropexy (n-1), new posterior prolift mesh (using only apical mesh portion; n-1), and vaginal hysterectomy (n-1), and 3 patients had de novo prolapse of the untreated compartment which required new surgery for prolapse (n-1); de novo stress urinary incontinence (n-1) which required reoperation; and extrusion (n-6) which required reoperation. It was concluded that the tvm is a durable treatment for prolapse and that adverse events were acceptable without severe complications at 5-year follow-up.